Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the axiom artis fc system. During an emergency case with a patient in critical heart-failure the patient was moved onto the system for examination. The operator was performing CPR on the patient while pressing fluoroscopy 4-5 times with x-ray on and the system was operating correctly. The operator then received a message that no x-ray was possible and the system shut down. It was further reported that the patient passed away.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause for the system shut down was determined as the hospital power temporarily failing. The customer stated that all monitors went off and the imaging system (bsr) uninterrupted power supply (ups) was warning power blackout. After the restart the system recovered completely and was further used for patient procedures. Upon investigation the involved siemens service engineer found the system properly working and all rtc voltages were within operating range. Relevant root cause investigation was performed based on the complaint description, customer service reports, system log files and system history. Per the investigation, the error was triggered due to a hospital power failure, which is not under the manufacturers control and responsibility. No corrective action is planned at this time.